Event description:
During review of the event history log it was determined that a repeating pattern of air in line alarms suggests that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval confirmed (through the history log) the air in line alarms. Eval found the lower reading on the ultrasonic sensor to be low, caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.